Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. One opened knife in a blade protector (bp) tray with the tyvek label wrapped around the blade and tray was received for the report of blunt knife. The returned sample was visually inspected and was found non-conforming with a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photos were reviewed by the manufacturing site. The eight photos are of opened knives, the reported product and lot information for this qs file is confirmed. The reported issue of a blunt knife cannot be confirmed on the knives in the photos. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the fourth of five reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that five ophthalmic knives were blunt during separate intraocular lens (iol) implantation surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.